Event description:
It was reported that the patient was admitted to the ER (emergency room) with bradycardia (rates in the 30's) with evidence of non-capture. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted to the emergency room with bradycardia (rates in the 30's) with evidence of non-capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.